Event description:
It was reported that the patient felt that the lead component of their neurostimulator system were moving with different positions and it hurt. It was also reported that the patient experienced pain at the incision site and had to take pain medications every 3 hours. The patient was advised to contact their physician. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).